Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing the guidewire, a 6.0mm x 100mm x 150cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.